Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. There were no issues noted with the profile of the devices tip. A visual and microscopic examination found no issue with the profile of the device¿s inner or markerbands. A visual and microscopic examination found no issue with the profile of the devices stent. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. After pre-dilation was performed with a 15mmx2.5mm apex balloon catheter, a 3.50mmx28mm promus element stent was advanced but resistance was encountered. The device was removed and it was noted that the stent body was deformed. Additional dilation was performed using a 15mmx2.5mm quantum balloon catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. After pre-dilation was performed with a 15mmx2.5mm apex balloon catheter, a 3.50mmx28mm promus element ¿ stent was advanced but resistance was encountered. The device was removed and it was noted that the stent body was deformed. Additional dilation was performed using a 15mmx2.5mm quantum balloon catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.